Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 40 mg/dl to 50 mg/dl. The customer reported that they treated low blood glucose level with crackers, peanut butter and tangerine. The customer did not mention any symptom related to low blood glucose level. The customer stated that there was something wrong with the insulin pump. The device will not be returned for analysis.